Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Event description:
Arjo was informed about an incident involving the maxi move passive floor lift and arjo passive clip sling. It was reported that during transferring the patient from a wheelchair to a bed, three of four sling clips detached (two shoulder clips and one leg clip) from the device's spreader bar resulting in patient falling to the floor and hitting her head on the ground. The patient was taken to a hospital as she sustained a laceration to the back of the head requiring staples.

Manufacturer narrative:
Arjo was informed about an incident involving the maxi move passive floor lift and arjo passive clip sling. On (B)(6), 2022, the customer reported to arjo sale representative that a patient fell out of the sling, the director of nursing thought it might be related to the size of the sling they used. They used large size instead of small for transferring this patient. On (B)(6), 2022, an arjo field service technician visited the customer to perform an evaluation of the device. In his report, he indicated that during transferring the patient from a chair to a bed the patient fell to the floor and that three out of four sling clips detached (two shoulder clips and one right leg clip) from the device's spreader bar. The patient hit her head on the ground. The sling could not be inspected as it had been disposed of by the customer. Maxi move floor lift was operating properly. The patient was taken to a hospital as she sustained a laceration to the back of the head requiring staples. On (B)(6), the sale representative visited the customer to do a refreshing training on proper sling handling and was told that the customer staff thought that the resident slipped through the bottom of the sling. The customer staff did not mention clip detachments. According to information provided by the sale representative, the patient weighing 90 lbs was being transferred into a large size (l) sling because she felt too tight in the smaller size (m). The circumstances that led to the patient falling off the sling could not be determined. Arjo received two versions of the event. The information received from the customer indicates that the sling was too large for this patient. Another piece of information was that the clips detached from the bar spreader, however it is not known how or why the three clips would have detached. Therefore, the root cause of this event cannot be established. The instructions for use for the arjo passive clip slings (document number: 04.sc.00-int1_6) instructs the user how to select the sling¿s size in the ¿select sling size¿ section with and without using the arjo measuring tape: ¿using the arjo measuring tape (4 steps) (accessory): the arjo measuring tape is a sizing accessory only intended as a guide and is an approximation. Patient width and body proportions should also be considered when selecting the correct size of arjo sling. 1. If possible, the patient should be in a seated position. 2. Place the point marked a on the measuring tape over the patent's coccyx/against seat (...). 3. Measure from coccyx/seat to the top of the head. 4. The coloured area on the measuring tape is levelled with the top of the patient's head indicates the required sling size. If the sling size falls in between two sizes, it is recommended to select the smaller size. Sizing without a measuring tape (2 steps): 1. Place the sling over the patient's back. 2. Make sure the sling covers the patient from the top of the head to the coccyx.¿ the instructions for use also instructs the user how to properly attach the sling to the spreader bar of the lift in the ¿clip attachment & detachment¿ section: ¿attach the clips (5 steps): 1. Place the clip on the spreader bar lug. 2. Pull the strap down. 3. Make sure the lug is locked at the top end of the clip. 4. Make sure the strap is not squeezed in between the clip and the spreader bar. 5. Make sure the straps are not twisted.¿ to sum up, while the event occurred arjo maxi move passive floor lift and passive clip sling were used as a system for a patient transfer when the resident fell out of the device. No technical malfunction of the device was detected that could have caused or contributed to an adverse event. The system failed to meet its performance specification as the patient fell off the sling on the floor sustaining a serious injury.